Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had difficulty placing the right ventricular (rv) lead. Pacing impedances were consistently high and visual inspection showed the helix was not able to deploy. Multiple attempts to position and extend helix were made which were unsuccessful. The lead was removed and an alternate lead was placed without incident. No patient complications have been reported as a result of this event.